Manufacturer narrative:
Investigation summary:one used primary set and two photos was received by the customer for investigation. Upon visual inspection, it could be observed that the set's filter outlet was disconnected from the tubing. No other defects were observed. The customer's complaint that the tube separated at the point where it connects to the filter was verified. A device history record review for the model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem 20d v/nv ntg .2mf 1ss dehp free tubing separated from the filter. The following information was provided by the initial reporter: "our oncology department nurse returned one of the tubing set stating that the tube separated at the point where it connects to the filter."